Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (ring came off lens) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.